Event description:
It was reported that during a laparoscopic roux en y, the device went to fire and the clips were coming out sideways. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the instrument was nonfunctional. The instrument was cycled and ejected the clips due to a misassembled lifter spring.